Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3.

Event description:
A patient reported capsular contracture baker grade 3 and pain. This record relates to the right side. The device remains implanted.

Event description:
Patient reported left capsular contracture baker grade IV and "recall, worried about alcl, seriously distressing". Patient also reported "fatigue" and "shortness of breath" which are non device related. The device remains implanted.